Manufacturer narrative:
From: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. To: the returned sensor was evaluated and passed visual inspection. During testing, an open connection was found at the solder joint assembly between the emitter and cable. An error message displayed and the sensor led did not illuminate.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Correction: lot number - from "16bb1" to "a16b748".

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that during the human subject test (inspector) at incoming inspection, inspector found spco: 4-7% measurement value indicated at known-good rad-57 (frequency of the power supply setting: 50hz was confirmed.). Light-shield (2357) were implemented. *1 pc. Of lot 16bb1 showed the measurement was not started. No consequences or impact to patient were reported.